Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 to report their orthopat machine smoked during a case. No operator or donor injury was reported. Evaluation of the unit verified the reported problem; the machine exhibited smoke and burnt components. As a result, various components were replaced including the power supply. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number (B)(4). (B)(4).

Event description:
A customer contacted haemonetics on (B)(6), 2008 to report their orthopat machine smoked during a case. No operator or donor injury was reported.